Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. (B)(4)

Event description:
It was reported that during the implant procedure of an implantable pacing lead (ipl) the tip would not reliably extend and retract. The ipl was removed. No patient complications have been reported as a result of this event.